Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of above 50 and 60 mg/dl. It was indicated that the customer consumed food to stabilize bg levels. Reportedly, the customer recently started insulin therapy with the pump and believes both low bg were due to finding the correct basal rates and settings. Customer reported pump is working as intended.